Manufacturer narrative:
The following fields have been updated the expiration date, lot number, UDI, manufacturing date and annex c. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis - reason for return was confirmed. Visual inspection shows evidence of some damage/cut and a hole in the body of the device. During the cleaning process there was a leak observed from the damage/hole. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an eopa arterial cannula, the customer reported that the cannula leaked after insertion, and there were air bubbles visible in the cannula. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additional information: it could not be determined whether there was a leak from the cannula or from the connection between a cannula and a connector. No blood transfusion was required due to the leak. The cannula was not heated or cooled prior to use. It was asked but unknown whether there was damage in the location of the sutures. It was asked but unknown how much blood was lost (in ml).

Manufacturer narrative:
Conclusion: the complaint is confirmed for a cut in the cannula body. It is unknown what may have caused this occurrence. Visual inspection of the returned device found no outward signs of damage. Additional inspection of the returned device under magnification showed cuts/nick marks and a hole all in the wire wound area of the device. The hole that was created would have caused a leak. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. G2, report source has been corrected. User facility was selected in error, instead of company rep, this has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.